Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an "odd stimulation and shocking" at the neurostimulator site. It was also noted that the device was "getting close to end of life" show the physician decided to implant a new neurostimulator on the patient's right side. The old device system on the left side remained implanted in the patient. See manufacturer report # 3004209178201007721 for new neurostimulator event.